Event description:
Unomedical reference number (B)(4). Event occurred in canada. On (B)(6) 2023, the patient's mother reported that her child's infusion set was not adhering (non-sticky) and the site location was patient's abdomen. The patient's blood glucose level was 22.9 mmol/l and currently, on manual injection. They are having issues in controlling the disease. No further information was available.

Manufacturer narrative:
Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. MDR retraction: the initial MDR with manufacturing report number (8021545-2023-00183), was submitted on 31-jul-2023. However, based on the investigation done on 24-jan-2026. Now, this case has been determined to be non-reportable because is was found that no allegation were there related to infusion set. Hence, this MDR is being submitted to retract the initial MDR.

Event description:
To date no additional patient or event details have been received.